Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a scheduled implant procedure, this lead was an attempted implant. During the process of implanting this lead in the left bundle branch (lbb), the helix mechanism was damaged. Another lead was used; however, it could not yield acceptable results. Therefore, it was decided to plug the left ventricular (lv) port and attempt to implant the lead at another time. No adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that during a scheduled implant procedure, this lead was an attempted implant. During the process of implanting this lead in the left bundle branch (lbb), the helix mechanism was damaged. Another lead was used; however, it could not yield acceptable results. Therefore, it was decided to plug the left ventricular (lv) port and attempt to implant the lead at another time. No adverse patient effects were reported. It is expected to receive this lead for analysis.